Event description:
It was reported that during a procedure to extend an existing construct performed on (B)(6) 2015, the tio of the custom reform polyaxial driver broke while implanting a reform reduction polyaxial screw assembly - 6.5mm x 50mm (39-rp-6550). The tip of the screw was removed and replaced using another screw and driver that was readily available. There was no delay reported.

Manufacturer narrative:
Eval of the fracture yields a conclusion that the driver was not fully threaded into the implant at the time of fracture. A design change on the thread-form of the reform polyaxial screw was implemented in (B)(6) of 2014 to reduce the amount of thread-washout, thus reducing the insertion torque, to mitigate failures due to the aforementioned condition. Review of mfg history records found a total of two (2) pieces of this part/lot were released for distribution on 04/24/2015 with no deviation or anomalies. As this is a custom instrument designed specifically for this doctor and only two (2) pieces were manufactured, the need for corrective action was not identified.